Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction h3: one device was returned for repair with complaint that the downstream occlusion (dso) seal was damaged. The event log history review there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a damaged dso seal. The dso seal was replaced.